Manufacturer narrative:
Visual analysis was performed on the returned device. The reported activation failure could not be confirmed as the stent was already fully deployed. The tip detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal sheath of the delivery system was entrapped or bent in the heavily calcified anatomy preventing the ratchet from engaging the stent properly; however, this could not be confirmed. The tip detachment may be the result of the tip becoming trapped in the stent wire during the deployment attempt. The additional treatment to snare the separated tip was due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the proximal superficial femoral artery. Following pre-dilatation with an unspecified 6.5mm balloon catheter and atherectomy, an attempt to deploy a 6.0x150mm supera self-expanding stent system (sess) was made. The deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle; however, the stent was not releasing and remained in the sheath. The lever was pulled back and it was noted that the nose cone was stuck on the stent strut and the nose cone separated. The sess was removed under fluoroscopy and a snare was used to successfully remove the separated nose cone. The procedure was completed at this time. There was no clinically significant delay in the procedure. No additional information was provided.